Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump experienced a prime anomaly. The customer's mother stated that during the priming process, the insulin pump would not allow them to move onto the fill cannula step. The most recent blood glucose reading was 180 mg/dl. The caller stated that insulin was squirting out during the manual prime process. She noted that when the insulin pump prompted to disconnect, the piston continued to move, and about 30 units of insulin had been lost already. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.